Manufacturer narrative:
Philips service replaced the dvi matrix switch power supply and restored the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the large display and monitor failed on a n/a. The clinical use of the system was unknown. There was no reported patient or user harm.